Event description:
This pt was implanted with the neurocontrol vocare bladder system in 2001. The physician reported that the pt is very active and began experiencing difficulty using the device after competing in a wheelchair marathon. Pt is still able to use the device, but the physician reports that there may be a broken wire on channel a of the implantable receiver stimulator (irs). A revision surgery is required to confirm and repair the device, which is scheduled for 2002. A follow-up report will be submitted following the revision surgery.